Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user did not receive sensor readings because the pump was set to dexcom g6 while the user was wearing a g7 sensor, resulting in a prolonged loss of continuous glucose monitoring data until the sensor type was corrected and the g7 was paired. Symptoms included hyperglycemia. The outcome included self-management at home without medical intervention or hospitalization, with follow-up confirming resolution. Investigation activities included remote troubleshooting, device setting review, and user education. The investigation revealed misconfiguration of the cgm type on the pump and a later bent infusion set cannula, which were corrected by selecting the proper sensor type and replacing the infusion set. Based on previously established findings for similar reports, user setup error and infusion set insertion issues were determined to be the likely causes. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.